Manufacturer narrative:
Complete destruction of device.

Event description:
Customer reported via phone call that the insulin pump was accidentally dropped in the counter and had crack at battery compartment. Customer's blood glucose value was 211 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.